Event description:
"S/p l mrm at stage d lobular ca in situ. Underwent 2 staged reconstructions 1st a 270cc silastic; then replaced with 350cc silastic. Because of suspicious micro (att. On the r, had a sq mastx with free nipple graft and immediate submusc 350cc 'contour' implant was placed, did well, no c/o's & ned until recent yrs when c/o deformity of the breasts. The scars are indenting and the implants are becoming smaller. Pt is developing some local pain, r greater than l, no h/o trauma. Denies changes in texture/firmness. Has some systemic c/o's but does not know if they are related. Pt is otherwise healthy."